Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "start new sensor" message on the same day the adc freestyle libre sensor was applied, and being unable test. Customer further reported experiencing a headache and "not feeling well". Customer had contact with a healthcare professional and was diagnosed with hyperglycemia and treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection was performed on the returned sensor and no issues were observed. No errors were observed during data extraction. Visual inspection was performed on the sensor plug. The sensor plug was found to be unseated. The issue is not confirmed due to a use issue. This also serves as a correction report. Model number was incorrectly documented in the initial report.

Event description:
Customer reported receiving a "start new sensor" message on the same day the adc freestyle libre sensor was applied, and being unable test. Customer further reported experiencing a headache and "not feeling well". Customer had contact with a healthcare professional and was diagnosed with hyperglycemia and treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.